Event description:
It was reported that the scale was inaccurate due to the scale not being properly zeroed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate due to the scale not being properly zeroed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.